Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted two photographs showed the surgical site with the reload broken from the handle. The reload adapter was noted to be disengaged and not visible. The articulation rod was noted to be bent. One photograph shows the reload clamped on tissue fired to the 3cm cut line. While the one photograph shows the reload removed from the patient and in hand. The reload jaws were still clamped and the articulation lever was bent. It was reported that the jaws of the device remain closed on tissue and the device initially fires, but failed to complete the firing cycle. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, om a laparoscopic sleeve gastrectomy, while the surgeon is transecting the stomach the stapler reach to the half distance 30mm and then jammed. The surgeon tried to push to complete the firing but it did not work. The surgeon also tried to retract the knife to open the jaw but he also failed the stapler was stuck and the jaws is biting the stomach which lead the surgeons to fire another stapler medial to the first one. The surgical time was extended 30 minutes or more

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.